Event description:
This is filed for difficulty removing the lock line, which has the potential to cause or contribute to serious injury. It was reported that on (B)(6) 2015, the patient, with degenerative mitral regurgitation (mr), underwent a procedure with placement of two mitraclips. The first clip was deployed without issue. A second clip was then placed lateral to the first. The leaflets were grasped and deployment was initiated. The lock line coverings were removed. The physician steadily pulled the lines. No resistance was noted at first, but then, after pulling about 12 inches of line, the lock line was noted to be stuck. It was unknown if the ends of the lock line twisted during unwrapping and no knots were observed during removal. No clip movement was noted. The decision was made to continue with deployment and the clip was deployed without issue. The steerable guide catheter (sgc) was removed and the lock line was visualized coming out through the sgc. The lock line was then pulled and no portion of the lock line remained in the patient anatomy. There was no adverse patient effect and no clinically significant delay in therapy. No additional information was reported.

Manufacturer narrative:
(B)(4) - improper on incorrect procedure or method. As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database for the reported lot identified no other incidents reported for difficulty / inability to remove the lock line from the device. There is no indication that the manufacture of the device contributed to the reported event. Potential causes for difficulty removing the lock line can include, but are not limited to, procedural conditions/user technique during lock line removal or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, difficulty removing the lock line may be influenced by user technique, such as the unwrapping technique of the lock line, twisting of the lock line and/or removal technique. In this case, the information provided in the case details stated that the lock line was not slowly removed to ensure that the lock line did not tangle. Therefore, it was unknown if the ends of the lock line twisted during unwrapping. The clip delivery system (cds) was removed following clip deployment and the lock line was exposed from the back of the guide hemostasis valve. The lock line was able to be easily removed from the sgc. It should be noted that the mitraclip instructions for use states: grasp one of the free ends of the lock line, confirm the line moves freely, and slowly remove the lock line. Pull the lock line coaxial to the lock lever. If resistance is noted, stop and pull on the other free end to remove the lock line. In this case, the user did not slowly remove the lock line during clip deployment, which may have contributed to the reported event. Based on the information reviewed, it is likely that the rapid removal of the lock line caused one end of the lock line to become tangled and subsequently knotted. This would have caused the lock line to become caught inside the lumen coil (inner component which encloses the lock line) and therefore result in the difficult removal. The knotted end was then likely removed with the cds as it was being removed from the steerable guide catheter (sgc), allowing the other free end of the lock line to be withdrawn through the clip and the guide hemostasis valve once the cds was removed. In this case, the reported difficulty removing the lock line in this incident appears to be related to user technique and not a product quality deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, implanted mitraclip (x1). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.